Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the maryland bipolar forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages, which were not reported: additional observation found the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Additional observation found indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that indentations were likely due to mishandling. Additional observation found one grip was bent, causing side to side misalignment of grips. There was a .047 offset at the tips, indicating overloading at the tip. The electrical continuity test was performed and passed. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the maint tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.